Event description:
According to the reporter, during cystodiathermy with rollerball via resectoscope, the device was working and then it stopped. The surgeon experienced electric shock when the device was used. Reattached and checked attachment at machine and the rollerball attachment was checked and ok. They tried to re-use rollerball, but white spark and heat came from cable. Cable was checked and looked frayed at site of insertion at handpiece, wires exposed and in half - new - was not like this as part of check. The surgeon was wearing surgical glove at time, black debris and break in glove that caused 1st degree burn to finger of surgeon. The burn was treated by giving medical first aid.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.